Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed noise, loss of capture and undersensing. The patient was subsequently seen for a revision procedure where it was reported that the lead also displayed low pacing impedances. The lead was surgically abandoned and replace while the device was explanted. The device is not expected to be returned for analysis. There were no adverse patient effects reported.